Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device? Was there audible feedback when anvil was attached? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues removing the device from the patient? If so, please explain. How was the procedure completed after converting to open? Was a colostomy performed? If so, is it temporary or permanent? What caused the bladder perforation? Was the procedure time extended due to the issues with the device or the bladder perforation? What is the current status of the patient?

Event description:
It was reported that during a laparoscopic displacement with anastomosis rectum procedure, per the user (very experienced), the instrument was used according to the instructions, connected, triggered and removed from the anastomosis. Immediately the anastomosis opened, immediately unformed braces were visible. Consequences to the patient include, conversion to open surgery, further preparation to stump and bowel. Bladder perforation in advanced dissection with suturing. There was an operation time extension of 4 hours.

Manufacturer narrative:
(B)(4). Batch # t5a74c. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Photo evaluation summary: upon visual inspection of four photos, the following was observed: the four photos show tissue from top view with several staple legs protruding of tissue and appears to be that some staples were not formed properly. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; during the functional test, a movement on the ferule was noted. However, the staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated thickness tissue. The device did not exhibit behavior associated with the field action. The device performed as intended. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.